Manufacturer narrative:
Product complaint: (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges weakness and instability. After review of medical records, patient was revised to address loose right total hip arthroplasty. Revision notes reported metal cup was grossly loose with one broken screw. Mild metallosis of the posterior capsular tissue. The metal cup and liner were easily removed as it was grossly loose with only some overlying bone at the rim.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a malpositioned cup.